Event description:
It was reported when the device was used during an unknown procedure, the staples did not form properly. Another device was used to complete the case. There was no patient consequence.